Event description:
It was reported that the insulin gauge was inaccurate. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. Customer¿s blood glucose level was 465 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.